Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, the clinically observed error message was confirmed. It was confirmed that the device underwent a reset due to a temporary, intermittent loss of battery power which resulted in the observed error message. Following the reset, the device reverted to a safety mode. The exact root cause of the loss of battery power could not be determined as the device operated normally throughout laboratory testing.

Event description:
It was reported that the patient with this pacemaker was experiencing palpitations. Then the device was found to be in safety mode, and was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the patient with this pacemaker was experiencing palpitations. Then the device was found to be in safety mode, and was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was experiencing palpitations. Then the device was found to be in safety mode, and was subsequently explanted and replaced. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy was not available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.